Event description:
It was reported that the faradrive steerable sheath was selected for use during a pvi procedure. During the procedure, multiple aspiration attempts were made without success, with bubbles consistently observed in the system. It was notified that during out-of-body preparation and aspiration, persistent air was present in the flushing system, including the side port and transparent shaft. Due to safety concerns, the physician deemed it unsafe to proceed and decided to replace the faradrive sheath. The procedure was successfully completed using a replacement device. No patient complications were reported. The product will be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.